Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the head's cable was damaged, which confirms the customer comment that the "head" was damaged. The head was being sent on for repair and restock. (B)(4)

Event description:
It was reported that the radiofrequency programmer head was damaged. The programmer head was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head tested out of specification during manufacturer's analysis.